Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported a loss of efficacy on (B)(6) 2017. The patient stated that they did very well with program 2 during their advanced evaluation trial, but with their implant they have tried all 4 programs with no success. It was unknown if the issue was resolved at the time of the report but the patient was noted to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. Their managing healthcare provider (hcp) was notified on 2017-jan-06 regarding a urinary tract infection (uti). Afterwards, the patient leaked a lot-3 to 4 pads a day-and they tried all 4 programs. Ten days later, the patient met with their hcp who suggested they meet with their manufacture representative (rep) and try more programs as well as void every three hours. The troubleshooting/diagnostics performed related to the loss of efficacy and having more success with the trial than with the implant was they met their rep on 2017-jan-01 who put 3 more programs on their device. Cause of the loss of efficacy and having more success with the trial than with the implant was not determined. The actions/interventions taken to resolve the loss of efficacy and having more success with the trial than with the implant was the patient is now using program 4 at 1.3v. They can't say it helps hold the urine, but their bladder holds a lot more at a time. They toilet themselves at least every three hours and that appears to be working pretty good. No further patient complications have been reported as a result of this event.